Event description:
"On (B)(6) 2014 the (B)(6) at maquet in (B)(6) reported that when performing repair on the cardiohelp-I serial number (B)(4) displayed a white screen when powered on. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician the hmi board and batteries were replaced which resolved the problem. (B)(4)."